Manufacturer narrative:
Age at time of event: 18yrs or older. Device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter with an unidentified stopcock attached to the hub. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that the balloon has a pinhole 15mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified iliac artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18yrs or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified iliac artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.